Event description:
A surgeon reported a crack in the cannula connecting the ventricular assist device (vad) blood pump to the pt's left ventricle, resulting in bleeding from the cannula. The cannula had been implanted for 434 days. The pt was taken to surgery for left ventricular assist device replacement, but his natural heart performed so well that both the left and right ventricular assist devices supporting the heart were removed. The pt was doing well at last report.